Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer biomedical engineer (biomed). The biomed indicated that the issue was related to the user disabling the audio of the pic classic through the pic classic windows application. The rce received follow-up from the biomed, and the biomed indicated that the issue had been resolved. The device remains at the customer site. No subsequent calls logged for this device/issue. There was no product malfunction; this was a user issue. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The nurse reported that the pic classic sector/ bed #1 did not alarm and resulted in delay of care. The patient's heart rate decreased to 30%. Which alarms were not audible and delayed care.